Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support to report a "battery pack fault" icon on the charger. A review of the downloaded data showed charger faults with both of the patient's battery packs. The patient's suspect charger was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem was confirmed. The cause of the charger faults was a faulty q1 transistor in the charger. Q1 is a fzt1149a pnp high gain transistor used in the charging circuit. The root cause of the q1 failure cannot be positively determined. No adverse event resulted from the faulty charger. The patient was provided with a replacement charger.